Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported issue was confirmed as a foreign object was found stuck inside the suction cylinder. Additionally, the following were also observed a leaking scope cover o-ring, hallow on image, down angulation below specification, control knobs leaking and the movement is loose, scratches and dent on distal end cover, cracked objective and light guide lenses, cracked bending section cover glue, minor scratches on the insertion tube, light guide has a minor buckle and cosmetic scratches, minor scratches and dent on plug unit gold pins. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service center was informed by the user facility that a foreign material reportedly exited the channel of the evis exera iii colonovideoscope as a "piece of suction valve broke off inside the scope". The broken valve was confirmed to be a valve from a "medivators endo carry - on procedure kit". No patient injury or infection was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the event is likely related to the non-olympus suction valve that was used. Olympus will continue to monitor field performance for this device.